Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as onset, the patient began treatment with ampicillin (ip) intraperitoneally (250 milligrams, three times a day). Sixteen days later, treatment with ampicillin was discontinued. On the same day, the patient's pd effluent was clear and the patient was fully recovered from the peritonitis event. On an unknown date, the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.